Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05182. It was reported that oversensing noise on the right atrial and right ventricular leads was noted via merlin transmission. The leads were capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.